Event description:
Related manufacturing reference number: 2017865-2023-95372 it was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) had prematurely depleted. Upon returning to the clinic to have the pm revised, it was discovered that the right atrial (ra) lead was dislodged via a chest x-ray. The patient was asymptomatic. The set screw of the pm became loose and was noted to be stripped during the procedure. The pm was explanted and replaced, and the ra lead was successfully repositioned on (B)(6) 2023. The patient was stable throughout the procedure.